Event description:
The provider states the chair from order number (B)(4) arrived with no damage to the box, however, the right rear wheel had damaged spokes. He states the spokes were in pieces (B)(4).